Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024 it was reported that patient an adhesive issue with one infusion set, which fell off during use. The infusion set was in use for less than an hour. The patient resolved the issue by replacing the infusion set and successfully resumed insulin. No further information available.